Event description:
A venous pressure high alarm occurred during a routine hemodialysis treatment. The operator was unable to resolve the alarm and attempted to perform manual rinseback. Rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased due to a drop in hemoglobin. No other medical intervention was required.

Manufacturer narrative:
The exact cause of the alarm cannot be determined. Venous pressure high alarms are typically due to venous access issues, or restricted flow in the venous patient line, such as caused by a kinked or clamped line. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. Nxstage medical considers this report closed. No add'l info will be provided.